Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: b4, g4: upon further review of this complaint, it was determined that the date of this report and the date received by manufacturer was incorrectly documented as 4/22/2019. The date of this report and the date received by manufacturer was 5/3/2019. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 4/22/2019 to 4/25/2019. Evaluation update: additional investigation was performed on the device and it was determined that the device failed pretest for check the power with test bench: minimum 110 to 160 watt. It was determined that the device¿s motor cycle was under the minimum power due to the natural wearing of the parts. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power battery connections of the compact air drive device were broken and loose. It was determined that the device¿s motor cycle was under the minimum power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.